Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a no delivery alarm. The customer states that the insulin pump kept alarming to rewind and no delivery. Customer declined to perform any troubleshooting, but mentioned the tubing was chewed on by her cat. The customer blood glucose level was 357 mg/dl at the time of the event.